Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "safety catheter # 16 upon opening, the vial tip was found to be damaged."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 16ga insyte autoguard IV unit. Through the visual examination of the photo, the needle cover is removed, and the area shown is the catheter tubing with the needle piercing through the tubing wall. The catheter is visibly not in the correct position on the needle as the tab on the adapter is to the back of the needle and not aligned with the activation button. This indicates the catheter was likely manipulated. The defect of needle through catheter may originate as a part of the manufacturing process or from the user environment. Without the actual sample, it is impossible to determine a root cause. A device history record review could not be performed as the lot number was unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was damaged before use. The following information was provided by the initial reporter, translated from spanish to english: "safety catheter # 16 upon opening, the vial tip was found to be damaged."